Event description:
It was reported that a procedure was performed in the dominican republic utilizing the s-lok posterior pedicle screw system. The doctor placed the first screw successfully and when attempting to place the screws at the upper thoracic levels one 4.5mm x 40mm s-lok polyaxial screw (slp4540) was halfway seated when it broke mid-shaft. This was removed and the second 4.5mm x 40mm s-lok polyaxial screw (slp4540) was being placed when a deformity was apparent so the screw was removed and third 4.5mm x 40mm s-lok polyaxial screw (slp4540) was successfully placed. A thirty-minute (30) delay to the procedure resulted.

Manufacturer narrative:
H3 device evaluation: the screw was returned bent. The cause for the failures is attributed to the loading conditions that the screw was subjected to during use. Based upon additional information provided by the distributor, bending moments were applied to the screws with the screws partially seated. The reason for the need to lever was an attempt to redirect the screw since it was not going down the desired trajectory. The root cause is not implant related and as such no corrective actions are recommended. This report is number 2 of 2 mdrs filed for the same event (reference: 3005739886-2019-00039-1 / 00040-1).

Manufacturer narrative:
Patient information - unknown. Initial reporter occupation - other; distributor. Evaluation - product has not yet been received by the manufacturer therefore, no evaluation has been performed. Review of device history records found (B)(4) pieces of lot 1470ts were released for distribution on 1/12/2010 with no deviation or anomalies. Complaint history review back to the date of manufacture found this to be the only report of breakage for this part number. At this time no conclusions can be drawn regarding the cause of the breakage. Information received indicates that the product is available for evaluation, should the product be received a follow-up medwatch report will be submitted upon completion of evaluation. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2015-00039 / 00040).

Event description:
It was reported that a procedure was performed in the (B)(6) utilizing the s-lok posterior pedicle screw system. The doctor placed the first screw successfully and when attempting to place the screws at the upper thoracic levels one 4.5mm x 40mm s-lok polyaxial screw (slp4540) was halfway seated when it broke mid-shaft. This was removed and the second 4.5mm x 40mm s-lok polyaxial screw (slp4540) was being placed when a deformity was apparent so the screw was removed and third 4.5mm x 40mm s-lok polyaxial screw (slp4540) was successfully placed. A thirty-minute (30) delay to the procedure resulted.